Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis due to motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 430 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind but the alarm history contained more than one motor error within a 30 day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer visited their doctor's office on (B)(6) 2017 at the ucla diabetes center. The customer was given fluids and insulin. The customer was also wearing the insulin pump during hospitalization. The customer declined further troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed rewind, basic occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Unit alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform the dat test due to motor error alarms. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.